Event description:
It was reported that the ilet displayed "dosing stopped connect cgm or enter bg," dosing had been stopped for approximately ten hours, and the user¿s blood glucose was elevated; the user then entered a manual blood glucose value and paired a new dexcom g7, after which dosing resumed and a correction bolus was delivered. Symptoms included hyperglycemia with thirst. Outcomes included ongoing glucose decline after resumption of dosing, with a reported value of 365 mg/dl and a downward trend; there was no hospitalization. Investigation included customer support troubleshooting and education to reconnect cgm and enter a manual blood glucose to restore automated dosing. Investigation of this case revealed an interruption of automated insulin delivery due to loss of cgm input, which is consistent with expected system behavior when the cgm is not connected. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors associated with cgm disconnection leading to a dosing stop.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.